Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient received the recharger that was sent and it was not working. The patient reported "no device found (screen 16)" and the patient was unable to bypass screen by pressing try again. The patient was instructed to press rechargeand the patient confirmed the device entered passive recharge (screen 50). After a few minutes, the patient confirmed the ins was charging at excellent strength. The patient mentioned she was thankful to have the ins charging again because it had been about 8 days since she was able to charge. In addition, the patient inquired how to turn the stimulation off so she can turn the stimulation off while she was sleeping as the charge only lasts about 10 hours due to settings. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4) (con): information was received from a consumer regarding a patient who was implanted with a neurostimulator for other chronic/intractable pain in their trunk/limbs and non-malignant pain. It was reported that the patient's controller was not working when she tries to charge her implantable neurostimulator (ins). The controller couldn't find the ins. The patient's controller was charged up and the patient has taken the lithium battery out but it did not help. The patient has had additional pain because of her ins was not charged. In addition, the patient stated that the ins will only last 10 hours since implant. She did not sleep on the night of (B)(6) 2018 because of the pain. During troubleshooting, the controller screen showed "no device found (screen 16)" in which the patient stated it has been occurring since about 4 -5 days ago. There were no further complications or anticipations reported with this event. [Refer to (B)(4) for information related to defective device/replacement].